Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high hcg results for three patient samples. Of the data provided, only the results for two of the samples were discrepant. Sample 1 initial result was 180 miu/ml and the repeat result was <1.2 miu/ml. Sample 2 initial result was 120 miu/ml and the repeat result was <1.2 miu/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The qc and calibration was ok acceptable. The field service representative cleaned the system and checked the measuring cell condition. He replaced the measuring cell.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.